Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that "er4" and "er2" issues with her onetouch ultramini meter. She claimed she developed symptoms after the error message occurred. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient indicated that the reported issues first occurred one monthe prior, at an unspecified time. It was noted that the patient takes oral diabetes medications; however, it is unknown if the patient made any adjustments to her diabetes medications as a result of the error message. She claimed she developed "high sugar" 3 days after error message began and reported was treated with insulin at the hospital: specific symptoms were not reported. It would be helpful to know more information about the patient's activity levels and food intake prior to the symptoms. It would also be helpful to know if the patient had a backup meter to use. The patient's blood glucose results from the hospital were also not reported. It is unknown how long the patient was at the hospital and if she was being treated for any other health condition. According to the troubleshooting performed with customer service, error message were not resolved. Replacement products were sent to the patient. Based on the provided information at this time, this complaint is being reported because the patient allegedly developed hyperglycemia after the error message began. She reportedly was treated with insulin at the hospital.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.